Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient went to the hospital because of abdominal inflammation. It was also stated that the catheter was placed in the hospital in 2014. In (B)(6) of this year, the patient discovered that there was a needle-eye-sized hole on the outside of the intra-abdominal tube near the belly. After that, the patient was infected by the peritoneal dialysis, but the infection site was not informed. The patient went to another hospital for treatment. On (B)(6), the doctor replaced the intra-abdominal tube for the operation and gave the patient a medication at the same time. The patient could not remember the specific drug name.